Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that low voltage power supply had drifted and was low. It was readjusted to 5.14vdc. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to shoot a 2d xray. This was discovered during quality checks. There was no patient involved.